Manufacturer narrative:
Additional information: the probe was returned to beckman coulter for investigation and analysis revealed that the artifact on the returned probe consists of a buildup of dirt, blood or protein, but not rust as originally indicated by the field service engineer.

Event description:
The customer reported obtaining no differential results from the unicel dxh 800 coulter cellular analysis system while running latron controls. The customer indicated that the instrument was also frequently generating nucleated red blood cell (nrbc) event errors. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6).. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer indicated that the flow cell has been flushed several times and an extended shutdown has been performed. A beckman coulter field service engineer (fse) was dispatched to the customer's site and performed a multi-transducer module (mtm) alignment of the flow cell to resolve the differential voteouts and nucleated red blood cell (nrbc) event errors. The fse also discovered rust on the aspiration probe which was unrelated to the differential voteouts and nrbc event errors, and proceeded to replace the rusty probe. The fse also replaced the probe motor and encoder as preventative maintenance. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the event is attributed to the mtm alignment of the flow cell. The fse also discovered a rusty probe which was unrelated to the differential voteouts and nrbc event errors. Beckman coulter internal identifier for this report is (B)(4).